Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that, this pacemaker was explanted and replaced due to advisory and prophylactic, nonetheless, a lead safety switch (lss) was found due to high impedances out of range on the non boston scientific right atrial (ra) lead. Subsequently, the device was reprogrammed. Additionally, noisy signals and signals from the right ventricular (rv) lead were oversensed on the ra channel on the blanking zone post the lss. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this pacemaker was explanted and replaced due to advisory and prophylactic, nonetheless, a lead safety switch (lss) was found due to high impedances out of range on the non boston scientific right atrial (ra) lead. Subsequently, the device was reprogrammed. Additionally, noisy signals and signals from the right ventricular (rv) lead were oversensed on the ra channel on the blanking zone post the lss. No additional adverse patient effects were reported.